Manufacturer narrative:
The reported event of no pacing output was not confirmed. The device was received with normal output and telemetry communication. Electrical, mechanical, and longevity analysis was normal with no anomalies found. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported the patient presented for a routine generator upgrade. During the procedure, the pacemaker lost output when touched with electrocautery. The pacemaker was explanted and replaced. The patient was in stable condition.